Event description:
The pt received an scs system including two percutaneous leads on (B)(6) 2010. It was reported that the pt lost stimulation and unable to increase the amplitude for his therapy. A diagnostic test revealed invalid impedance measurements for all lead contacts for one of the leads. An x-ray was also taken; however, no visible anomalies were observed. Surgical intervention was undertaken to replace the impacted device, and effective stimulation was recaptured as a result. No further complications were reported.

Manufacturer narrative:
Eval: method - the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was corrected and the device was approved for use. The DHR anomaly is not related to the alleged device failure. As returned, the wires in the lead were broken. The compression marks on the lead from the swift lock when aligned to the swift lock placement showed the fracture was at the distal end of the anchor. No functional testing could be performed on the lead due to the received condition of the device. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.